Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead had dislodged. The sensing dropped suddenly and patient received an inadequate shock. The lead was replaced. Patient was in a stable condition.